Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flow. Impella started on auto mode but could never get above 2 liters of flow without suction. Troubleshooting did not correlate better flow. The device was explanted and replaced with another imeplla cp. No further information is available.

Manufacturer narrative:
The investigation for the reported low flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. The cause of the low pump flow was most likely patient condition related, specifically the patient's deteriorating heart function following a perforation that occurred prior to impella implant. This report is being filed as part of a retrospective review of historical records.